Manufacturer narrative:
Submit date: 06/08/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer reported that the 2x2 gauze sponge is sticking to the skin during use.

Manufacturer narrative:
There was no lot number provided with this complaint, therefore it was not possible to complete a review of the lot history. There were no samples submitted with this complaint. The reported condition could not be confirmed. The complaint shall be reopened if a sample is received at a later date. There was no product available to perform a product analysis. The exact root cause of the reported condition could not be determined without an actual sample to examine. Possible root causes could be body secretions may have dried and adhered the cotton to the wound. This product is a cotton gauze material which is used for its absorbent capability; however, this is not a non-adherent material and if the bodily secretions of the wound were to dry it could potentially cause the fibrous material of the gauze to adhere to the wound. Prior to a lot release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. No complaint trend exists and a root cause for the reported condition cannot be specifically identified; therefore, a corrective action will be limited to the manufacturing awareness. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response. A review of the process was performed to ensure containment for the reported condition.